Event description:
Using standard technique, triple lumen catheter was introduced to 10 cm via subclavian approach. Resistance was felt and the needle and guidewire was removed as a unit. The wire broke and a cut down was done which resulted in the removal of the outer wire wrapping only, with retention of the inner, core wire. A cardiothoracic surgery consult was done after a chest x-ray confirmed retention and the decision was made not to remove the wire.